Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis required a witness during login. Station also lost power unexpectedly.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis required a witness during login. A technical support specialist (tss) addressed an issue related to the biometric identification sensor on the station. The tss identified that the sensor was temporarily disconnected due to a generator test and proceeded to update the biometric identification drivers to the latest version to ensure proper functionality. The system functioned as intended after the technical support specialist troubleshot the issue.